Manufacturer narrative:
One used sample was received for evaluation that one bent cannula and one used adhesive base. A lot history review was unable to be performed. As received, one bent cannula and one used adhesive base. No other physical damage or other anomalies observed. The complaint of an adhesive issue can be confirmed. The probable cause is unknown. The timeframe of the occurrence cannot be determined.

Event description:
It was reported that the pwd (person with diabetes) attempt at applying required more pressure, skin tac and tegaderm than normal before with the cleo 90 infusion set that successfully stuck. On (B)(6) 2026, the infusion set failed and fell off. On (B)(6) 2026, the pwd reported a past event of his cleo 90 infusion sets not being tacky and wanted to stick after insertion 2 days before this event. The pwd stated that they had to hold down their current cleo 90 infusion set longer and apply skin tac and tegaderm as he felt it and did not want to release it from the inserter. The pwd reported that after 48 hours of wearing, they noticed their glucose rising and after their meal, glucose was over 400 mg per dl. The pwd checked the infusion site on their upper buttocks and found that tubing and site connecter had separated from cannula, and the adhesive was no longer attached to the skin. The pwd reported seeing leaking insulin. The pwd reported no tugging or pulling on site or added pressure to site occurred. The pwd reported that they had another cleo 90 infusion set to return as well. The pwd reported that they gave a manual injection and changed the cleo 90 infusion set. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a non-hispanic/latino white male, born on (B)(6) 2002 weighing 235. The event occurred while in use with patient.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.